Event description:
Free condoms are proving to be unpopular -- not because people don't want them but because people are questioning their packaging, and have been returned. People are complaining the paper packaging tears easily and could make the condoms ineffective. Condoms sold in stores are packaged in foil. There also are complaints that packaging looks suspicious and that the expiration dates on the another country-made condoms are illegible. They come in a yellow and purple wrapper. From the start, the wrappers raised eyebrows with the slogan "coming together to stop hiv." A coalition that's been giving out the condoms to help combat hiv infections returned 15 percent of the condoms the city has distributed. While facility has been praised for its efforts to distribute 1 million condoms, organizations that distribute the condoms say demand has dropped drastically at two distributions sites. Started the program to distribute condoms because the city has one of the highest aids rates in the nation. Facility officials say, they don't think there's a problem with the condoms they've given out so far. They say they haven't received any substantive complaints.